Event description:
Patient alert continuously alarming; unable to interrogate device. The device subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: pkd120460h -preliminary analysis confirmed the reported no telemetry and continuous patient alert. Further analysis determined the loss of telemetry was secondary to a digital circuitry anomoly. The root cause could not be determined.